Event description:
It was reported that when the back-up ventilator was being prepared for a general checkout, the ventilator alarmed for a low battery and had no output. The ventilator was not connected to a patient when the reported problem occurred.